Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. With the information obtained, it was unknown whether there were any deviations from the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to clogging of nozzle, water removal ability does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards, downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive around objective lens is peeled; light guide lens has discoloration; distal end cover has a scratch; connecting tube has a scratch; due to adhesive peeling around objective lens, streak of flare appears in the image; protector of universal cord on control section side has a scratch; protector of universal cord on scope connector side has a scratch; scope connector has a scratch; scope connector has corrosion; scope connector cover unit has a scratch; electric connector has corrosion; adhesive around objective lens is peeled; objective lens has discoloration; due to dirt on objective lens, there is a lack of image on the monitor; due to damage on coupled charging device unit, the image has black dots; universal cord has a scratch; image guide protector has a scratch; forceps channel port is shaved; grip has a scratch; right, left knob has a scratch; upwards, downwards knob has a scratch; forceps elevator has a scratch; forceps elevator lever has a scratch; upwards, downwards knob has corrosion; air, water cylinder has corrosion; suction cylinder is shaved; switch box has a scratch; scope cover has a scratch; due to adhesive peeling around objective lens, streak of flare appears in the image; and due to a scratch on objective lens, flare occurs. Should additional relevant information become available, a supplemental report will be submitted.